Event description:
According to the literature, a retrospective study evaluated outcomes in patients who underwent laparoscopic repair of perforated peptic ulcer between (B)(6) 2014 and (B)(6) 2020. There were a total of 154 patients, and patients were divided into a barbed suture repair group (v group) and a primary repair group (p group). In all patients, the abdomen was explored, and the dirty ascites were drained to decrease the infectious burden. In 59 patients, repair was performed using a continuous suture with barbed suture of the perforation combined with an omental patch that could be anchored to the perforation stably with the barbed suture. 95 patients in the primary repair group underwent repair with an unspecified suture in an interrupted fashion. Postoperative complications in the v group included suture leak in two patients. One of the barbed suture leakage patients only showed minor leakage and recovered after adequate drainage. It was noted that the minor leak was due to the first tie of the barbed suture which was no tight enough. The procedure for the v group was modified to initiate at the apex of the perforation as much as possible, with up to three bites of the suture to prevent leakage from the angle. After that, the complications of leakages decreased dramatically.

Manufacturer narrative:
D10 concomitant product: unknown-vloc, unknown vloc product, (lot #unknown) author: ta-chun chou, chun-hui lee, ruey-shyang soong and yi-chan chen title: a simple and effective technique for laparoscopic gastrorrhaphy: modified graham¿s patch with barbed suture source: https://doi.org/10.1186/s12893-023-02192-3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.